Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left internal carotid. The emboshield nav6 was advanced to the lesion with resistance felt with anatomy and the filter was attempted to be released; however, the filter could not be released. The delivery catheter and filter were withdrawn and the tip of the delivery catheter and the filter were separated as it was noted resistance with anatomy was felt during removal. The separated portions were retrieved with the retrieval catheter successfully. Once outside the anatomy the physician attempted to remove the separated portion from the retrieval catheter; however, the tip of the retrieval catheter broke. The lesion was not treated due to the patient's vessel tortuosity. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned eps, and the reported separation was confirmed. The reported activation failure, difficulty to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the eps during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove, filter activation failure, and material separations appear to be related to case circumstances of the procedure. Based on the reported information, during advancement the eps encountered resistance with the challenging anatomy resulting in the difficult to advance and remove. Further manipulation against resistance likely caused the noted damage to the delivery catheter/barewire, and the activation failure. During retraction against resistance, the damaged and weakened delivery catheter pod ultimately separated while in the anatomy. The materials at the pod separation were stretched as if pulled apart. The separated portions were retrieved with the retrieval catheter successfully. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.